Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is not detecting the battery in slot b. There was no report of negative patient impact.